Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/03/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, evaluation revealed that the keypad was peeling off from the base. All of the keypad buttons responded appropriately but contamination was found under all key contacts. (B)(6).